Event description:
The pump was returned for investigation. Investigation revealed a pink display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history was reviewed and there was no evidence of short battery life observed. The battery voltages in the black box were within normal specifications. Review of the alarm history and black box showed only typical usage. An external power supply was used to test the idle, sleep, rewind and load currents and all were observed to be within specification. The pump cover was removed and there were no intermittent connections or moisture damage observed. The display screen was observed to have a pinkish contrast. The initial compliant of a short battery life was unable to be duplicated during the investigation. (B)(6).